Event description:
A user facility reported to olympus that no image was present. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was duplicated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of no image being displayed could not be identified. However, it is likely the cause is related to a faulty cable. The phenomenon might have been prevented by following the instructions for use below: -do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. -never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. -never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. -do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. -never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. -never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.